Event description:
Device was returned for repair only. Upon receipt, it was noted that a portion of the tip was broken off and missing. Hosp contact stated that no pt injury or surgical incident was reported. Because hosp is unsure of how or when the device became broken, and can not answer as to the location of the missing piece, co is taking a conservative approach and filing.